Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. Additional info obtained from the customer indicated that they isolated the cause to the 3 volt lithium battery on the system board. No trend is associated with reports of this type.